Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01961. It was reported the patient's scs system was not providing adequate pain relief. A company representative met with the patient and found the patient's scs system had multiple lead contacts with invalid impedances. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-01961. Additional information revealed that the patient was scheduled for a lead revision surgery, but it was abandoned due to patient adverse event described under the reference MFR report# 3006705815-2018-03281, 3006705815-2018-03284.